Event description:
The patient reported a catheter blockage; the report was not confirmed. Per patient, a catheter dye study was done and the hcp found "sludge" that was blocking the flow of the medication. The catheter was flushed on (B)(6) 2012 and the patient experienced an overdose, she was passed out for four hours. The patient experienced withdrawal; diarrhea, headaches, dehydration, loss of (B)(6) and cannot get out of bed. The patient was not feeling well. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Personal therapy manager model # 8835, serial # (B)(4), catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information: per the healthcare provider the patient's pump had rotated in the pocket; inversion (flipping) was stated. Patient was hospitalized and a pump and catheter revision was performed. Patient outcome was noted as recovered without sequel. It was indicated that fentanyl 20,000 mcg/ml was infused at a daily dose of 6,000 mcg/ml.

Manufacturer narrative:
(B)(4).